Event description:
It was reported that stent dislodgement occurred. A 2.25x28mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent fell off. No patient complications were reported.